Event description:
It was reported that catheter was found damaged during procedure. Patient reported discharged. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is inconclusive due to poor sample condition. Two photo samples of a groshong nxt catheter were provided for evaluation. The first image shows the opened catheter kit tray. The product sticker label information indicates lot: redu0826. The second image shows the kit tray components. The catheter with stylet, scalpel, microintroducer, statlock, and guidewire are visible within the tray. No apparent damage could be clearly observed from the images provided. Since the reported event could not be confirmed from the images provided, the complaint remains inconclusive at this time. A lot history review (lhr) of redu0826 showed no other similar product complaint(s) from this lot number. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that catheter was found damaged during procedure. Patient reported discharged. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged catheter could not be confirmed, and the reported issue could not be reproduced on the returned sample. One 4 fr groshong nxt catheter kit was provided for evaluation. The product label information indicated lot: redu0826. Two photos of a 4 fr groshong nxt catheter kit were also provided and corresponded with the returned sample. The kit components were returned within the tray. (Statlock, suture wing, microez, scalpel, guidewire, introducer needle, and two-piece connector). The stylet flushing hub was present within the catheter. No apparent evidence of use was observed on the components. A slight bend in the stylet was noted extending from the metal cannula; however, the slight bend did not affect form or function of the device and it is unknown of the deformation occurred during return of the sample. The catheter was flushed with water using a 12 ml syringe and was found to be patent to infusion and aspiration. The distal end was clamped in order to pressurize the device and no leaks were noted. Since no apparent leaks or damage were noted on the returned device, the complaint could not be confirmed at this time. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that catheter was found damaged during procedure. Patient reported discharged. No other information was provided.